Event description:
Medtronic received a report that the solitaire fr stent encountered resistance in the catheter. The patient was undergoing emergency thrombectomy. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 2 hours. It was reported that the patient was admitted to the 120 emergency department and diagnosed with acute cerebral infarction. Because the patient had difficulty moving his right limbs, it was suspected that the patient had occlusion of the left middle cerebral artery. After angiography, it was confirmed that the patient's left middle cerebral artery m1 segment was embolic, and emergency thrombectomy was to be performed. A 0.14avigo micro guidewire and taijie weiye tjmc16 microcatheter were used to pass through the occlusion to reach the distal end. After the guidewire was withdrawn, hand-push angiography confirmed that the microcatheter was in the true lumen and the distal blood vessels were unobstructed. Prepared to perform swim thrombectomy. Uses 5f115 distal access catheter for proximal support of the proximal segment, pushed the intermediate catheter to go upper to the communicating artery segment, and then selected fr-4-20 intracranial thrombectomy stent to prepare for thrombectomy. After the stent was taken out of the ring dispenser, it was fully hydrated and ready to be delivered from the y valve into the microcatheter. The stent was slowly pushed. The delivery was normal at first, but when it was more than half delivered, the stent suddenly encountered resistance and could not move forward normally and could not reach the target position. The stent was withdrawn, rehydrated, and pushed to go upper again, but the problem was still not solved. Considering that the patient was admitted to the hospital for emergency treatment and to ensure the patient's safety, a new sfr-4-20 thrombectomy stent was replaced and the above operations were repeated. The stent entered the microcatheter normally and the operation went smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information received that the cause of the resistance was determined to be because the stent delivery guidewire was kinked. The resistance was located in the distal section of the catheter.

Manufacturer narrative:
H3: the solitaire fr 4-20 stent device was returned for analysis. The non-mdt (taijie weiye jtmc 16) catheter was not returned. The solitaire fr 4-20 stent device¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The working and non-working lengths were in good condition. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No defects were found on the pushwire, and no other anomalies were found. The solitaire fr 4-20 stent device was pushed out of the introducer sheath without any issue. Since the non-mdt (taijie weiye jtmc 16) catheter was not returned, an in-house rebar 18 catheter with an inner diameter (ID) of 0.021 inches was used for testing since it has the same inner diameter (ID) as the non-mdt (taijie weiye jtmc 16) catheter. No resistance was observed through the catheter hub and tip. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ was not confirmed, as no resistance was observed during the resistance testing on the solitaire fr 4-20 stent device, and no damage was noted on the stent. The root cause of the resistance failure could not be determined. Possible causes include moderate vessel tortuosity, damaged/incompatible catheter, and a lack of continuous flush with heparinized saline during the procedure. In this event, the reported non-mdt (taijie weiye jtmc 16) is compatible with the solitaire fr 4-20 stent device, ruling out an incompatible catheter as a possible cause. Therefore, the moderate vessel tortuosity, damaged catheter, and a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Since the catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.